Event description:
It was reported that when using one (1) bd preset¿ eclipse¿, the green cap could not thread onto and attach to the syringe correctly. The sample was then recollected with a different unit with no issues. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). Investigation summary: bd had not received any samples or photos for investigation. A total of (B)(4) retained samples were taken and tested; the needle was detached, and the green cap was successfully attached to the syringe without any difficulties encountered during the exercise. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: does not attach/detach. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.